Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence to confirm a self-test failure for defib. The device was put through extensive troubleshooting including power cycling and full functionality testing without duplicating the report. This has been closed as report unsubstantiated. Analysis of reports of this type has not identified an increase in trend.